Event description:
It was reported that prior to an elective lead extraction procedure, interrogation of the device revealed measured battery data of 2.44v, 52ua, 4.6 kohms with a magnet rate of 81 ppm and an estimated longevity of 0-0.75 years. No eri indicator was observed. After rebooting the programmer, the measured battery voltage was 2.72 v. The device was replaced.